Event description:
The customer reported that she experienced high bgs (365-457mg/dl) in the morning hours. She administered a manual insulin injection then changed to a new pod. She also reported a "needle misfire" with this pod, yet it was placed and worn for at least an overnight period. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.